Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description historical report - oncology nurse reported needing to open up vent on set detailed inquiry description historical report - oncology nurse reported needing to open up vent on set to mitigate ail alarms with oncology drugs (potentially leading to exposure to nurse, patient, and family in room). The nurse also reported that when he has done this in the past, the vent "flew across the room spilling chemo across the room". No injury reported.